Event description:
It was reported that during and following a stenting treatment procedure, poor stent expansion and stent thrombosis occurred. The initial procedure was emergent due to myocardial infarction. The target lesion was 100% stenosed and was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After pre-dilation, a 2.25x20mm promus element plus stent was advanced and deployed. No post dilation was performed. Two days later the patient returned and it was revealed that the middle of the stent was occluded with thrombus. "It looked like the 2.25x20mm promus element plus stent did not open up all the way". Treatment consisted of poba with a 2.5x20mm nc quantum apex balloon catheter. Next a 2.0x20mm unspecified balloon catheter was used to open up a lesion that was well proximal to the target lesion and then a 3.0x15mm non-bsc stent was implanted in that lesion. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).